Event description:
Procedure type: laparoscopic donor nephrectomy. Patient sex: unk. Reportedly, the staple line along the aorta had a few m alformed staples at the beginning of the artery for 1/4 of the application site and after that there were no staples along the artery. The knife cut was for 3 quarter complete and stopped there. The surgeon reports the firing cycle did not feel normal as there was more resistance than normal during firing. This resulted in bleeding of approximately 260cc which was fixed via conversion to an open procedure and suturing.